Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The device shut down constantly during incoming test due to worn super capacitors. Analysis also found the device did not start up due to battery depletion. It was noted the upper and lower cases were broken and both bail covers were cracked.

Event description:
It was reported the epg (external pulse generator) was not working. The epg was returned for service. There was no patient involvement.